Event description:
Two subject devices were used during a total laparoscopic hysterectomy. After about 30 minutes use, probe damage error message was displayed. The probe of the first subject device was broken when the user withdrew the device from the patient body. The probe tip fell off outside the patient. The procedure was continued with the second subject device. Some error messages were displayed but the user completed the procedure with the second device. As a result of evaluation of olympus, it was found that the ptfe pad of the second device was severely worn away. There was no patient injury reported. This report is regarding the first subject device.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation for evaluation. The evaluation confirmed that the probe broke down at 16.5 mm from the distal end. There was a scratch on the probe. The shape of the fracture surface showed that the fracture developed from the scratched as the starting point. The manufacturing history was reviewed, with no irregularities noted. As a result of the device investigation, omsc concluded that the reported even occurred since the surgeon outputted the device contacting with something hard, and the probe cracked. After that, the probe was broken when the probe received a load on withdrawing the device from the patient body. Please cross-reference the following reports: 8010047-2015-00105.